Event description:
It was reported that the patient experienced persistent hyperglycemia overnight with a highest cgm reading of ¿high¿ and a confirmatory glucometer value of 428 mg/dl while using the ilet with an infusion set on the abdomen and a dexcom g7; the patient announced dinner but not a later sugary dessert and suspected possible poor absorption at the site, then planned to replace the inset at a new location. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.